Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom, "units occlusion alarm is out of specification," which was not reproduced or confirmed during evaluation. The unit was tested with passing results and no component causality could be identified. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-10317 can be removed from the FDA database.

Manufacturer narrative:
Manufacturer ref. No.:(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's "unit occlusion alarm is out of speciations range +20.0 psi" during field preventative maintenance testing. It was also reported there was no patient involvement.